Event description:
It was reported that the customer's device would intermittently lock-up when powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the flex cable assembly connecting the user interface pcb assembly to the stack and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluation the removed flex cable assembly and was unable to determine further component cause of the reported intermittent failure.